Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one lead was explanted and replaced while the other lead was repositioned to address the issue. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.